Event description:
Eye care professional reported a centrally located, bacterial corneal ulcer. Lens was worn 21 days hypopyen & moderate pain reported. Treatment consisted of fortified antibiotics (zymar) and lotemax after 11 days of antibiotics. Event resolved with 3-4mm central scar expected. Current visual acuity reported as 20/30. Pre-event acuity 20/30. Patient has not been released to resume contact lens wear.